Event description:
Per sales rep: original surgery: 2008. Break in the plate was said to have occurred due to regular eating. Revision: 2008. A 2.8mm mandible recon plate was used to replace the original 2.3 plate that had broken.